Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015,: product type: lead. Product ID: 97754, serial#: (B)(4), product type: recharger.

Event description:
On (B)(6) 2015, the consumer reported there was poor telemetry or no telemetry with recharging. The consumer and patient stated there was difficulty with charging; sometimes it took them 20 times of repositioning to get good coupling when they initially placed the recharger over the implant site, otherwise they had poor coupling. It was noted the patient didn¿t use the belt during recharging. Troubleshooting was unable to be performed due to lack of access to product. No patient symptoms were reported. Relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. On (B)(6) 2017, additional information was received from the patient¿s friend or family member reporting that since the patient was implanted (B)(6) 2015, for months now, they weren¿t able to get their device to charge properly. It was reported that even though the patient was recharging on a regular basis, the recharging was positional and took hours and hours to charge. It was reported that before (B)(6) 2016, the patient¿s ins got to the point where it wouldn¿t charge anymore and they had spoken with their healthcare professional (hcp) several times about it, but it was never taken care of. It was also reported that they did not have any stimulation, it was just not working and they had no way to turn it on etc., because it would not charge up at all or be recognized by external equipment. The caller was redirected to the hcp for follow-up. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.